Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number 2017865-2019-06088. It was reported that a patient presented for a routine device exchange. Prior to procedure, the physician noted noise episodes on both atrial and right ventricular lead. The noise was not reproducible and all other measurements were stable. Physician decided to monitor the leads. Patient was stable post procedure.